Manufacturer narrative:
Block b3: exact date unknown, event occurred since 2013. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed of per hospital policy.